Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during set up for a cori assisted ukr surgery, while installing the bur a system fault communication failure warning appeared (please contact robotics customer support. Press quit to exit the application). They selected "quit" and the software exited out of the case. They resumed the operation to get back into the case. The procedure was finished with the same device without delay. The patient was not harmed. It is unknown whether the error was due to the drill (case (B)(4)) or software (case (B)(4)).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files provided for investigation, where screenshot review of the case confirmed the multiple ¿system fault: communication failure¿ errors in the setup screen. The log files show that this error message was a result of an ¿exposure_motor_indexing_failure¿ error. This error will occur when the drill¿s carriage is unable to engage with the drill attachment that allows for proper insertion of the bur. A contributing factor may have been a slight obstruction within the long attachment. An obstruction within the drill attachment can prevent the carriage from properly engaging with the drill attachment and is the most likely cause for the ¿system fault: communication failure¿ errors. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.